Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced pain, discomfort, pump erosion in the scrotum and infection around the corporal bodies. The ipp was explanted and replaced. No further patient complications reported.